Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 200 ohms in triad. It was noted that the patient recently underwent a device changeout, and shock impedances were within normal limits with the previous system. A shock vector breakdown revealed the following measurements: coil-to-coil = >200 ohms and distal-coil-to-can = 51 ohms. These measurements suggest the proximal coil was compromised. The physician decided against performing defibrillation threshold (dft) testing, and it was noted that dft testing was performed in 2012. The shock vector was reprogrammed from distal coil to can and will continue to be monitored. This rv lead remains in service. No adverse patient effects were reported.